Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider's office contacted the rep and wanted them to contact the patient. The hcp stated that the patient hasn¿t used his stimulator in two years, but now would like to start using it again. Patient then contacted. States that he has not charged for at least 2 years. States that he did think it was helping his left foot pain, however, he stopped using the stimulator and was just using other treatments to control his pain. Patient is scheduled to have physician recharge mode done on february 23rd. His battery is also 8 years old, so it was discussed with the patient that there is a chance that we will not be able to wake the battery up. The issue was not resolved at the time of the report. No patient symptoms reported. Rep met with the patient to jump his battery. They were successful in doing so however, once the rep interrogated his device to clear his power on reset (por), rep checked impedances to find that they were all >10000. Rep did try and turn on stimulation but the patient didn't feel anything at the highest outputs. The doctor was notified and he will discus with the patient his options. They may just remove the device as the patient hasn't used it in years.